Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to worsening heart failure. During the hospitalization, fast ventricular tachycardia (vt) episodes occurred, but the device did not deliver therapy. The vt was terminated by external defibrillation. Patient underwent serious decompensation due to this episode. It was surmised therapy was not provided since the episodes that occurred were on the edge of the vt detection interval and vt detection was aborted/non-sustained. The device remains in use. No further patient complications have been reported as a result of this event.